Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat malignant biliary stricture due to hilar cholangiocarcinoma. At 50 days post-procedure, the study stent became occluded and was replaced. The site noted the event as related to the study stent (¿premature occlusion of biliary stent¿) and suspected biliary tumor; not related to the study procedure. Additional procedures performed at the same time as the stent study placement: balloon dilation spybite biopsies of right main hepatic duct cholangloscopy. Stent was positioned transpapillary (across the papilla at the conclusion of the procedure). Stent position confirmed via fluoroscopically and endoscopically.